Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis, the surgeon able to complete the first firing with no problem, however on the second firing after the reload was attached, and clamped into the target tissue, the surgeon then attempted to fire the device, but the lever could not be pushed. The procedure was completed with another device. There was no patient injury.